Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Received confirmation stating that this event was previously reported under MFR report # 8020893-2017-06064. Please reference MFR report # 8020893-2017-06064 for all information regarding this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while on a patient a 980 ventilator stopped cycling. The patient was removed from the ventilator and manually ventilated before being placed on an alternate ventilator. Received copy of MDR report (B)(4) on may 1st, 2017 from food and drug administration (FDA).